Event description:
On 3/3/94, pt. Reported to facility to have extended life transfer set with twist clamp preplaced. On 3/28/94 pt. Reported that the twist clamp was not staying fully clamped between p.d. Exchanges, allowing peritomeal fluid to leak. New transfer set was applied at this time.